Event description:
It was reported the device was not infusing correctly, during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact and the dso (downstream occlusion sensor) had a bubble. The customer stated problem was confirmed. The device's delivery accuracy was running at three different tests, 2 of the 3 test were found to be over the manufacturing specifications. The pumps expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.